Manufacturer narrative:
The reported events of inadequate capture, high pacing impedance, and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual and x-ray inspection of the lead revealed no anomalies.

Event description:
During the initial implant procedure, inadequate capture, high pacing impedance, and r-wave amp variation were reported on the right ventricular (rv) lead. A new lead was implanted to resolve the event. The patient was stable.